Event description:
It was reported to nevro that the patient contacted the implanting physician to report pain at the ipg site and elevated temperature. The physician instructed the patient to go to the emergency room. The patient was given IV antibiotics (vancomycin) and was monitored for 24 hours. In the next day, the patient's condition did not change, so the physician decided to explant the system.

Manufacturer narrative:
The device was not returned for analysis. Nevro had attempted multiple times to obtain information regarding the type of infection. However, the information was not available. The manufacturing and sterilization records were reviewed and did not find any nonconformities. Based on the follow up report, the infection appeared to have resolved as the patient was reimplanted on (B)(6) 2016.